Manufacturer narrative:
Qc performed before and after the event recovered within specifications. The samples were collected in 3.5ml edta tubes and were checked for clots. A field service engineer was dispatched to the customer's lab and serviced the instrument. The customer stated, that they believe the event to be pt related and not the instrument. As per product labeling, plt clumps are a known interfering substance for this method. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding the coulter lh 750 instrument not flagging platelet (plt) clumps and had decreased plt results on two (2) pt samples. The erroneous results were reported out of the lab and were questioned by a physician. The physician requested that slides to be performed based on the pt's history. Corrected reports were sent out. Actual results were not provided. There was no change to pt treatment related to this event.